Event description:
Customer reports administering novorapid on result of 92 mg/dl obtained on the mobile system. The customer began having hypoglycemic symptoms; an emergency physician was called, and approximately 15 minutes later the customer tested 40 mg/dl on a professional bayer meter. After consuming carbohydrates, her condition improved quickly. Requested return of suspect device however customer had discarded the test cassette; replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.